Manufacturer narrative:
It was reported that a hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the acetabular cup and the modular head was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch for the acetabular cup. Other similar complaints were identified to involve this batch for the modular head. However, as the device is no longer sold, no action is to be taken. No other similar complaints have been identified for the part number and the reported failure mode. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. The 46mm bhr resurfacing system, modular heads have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. No medical documents were received to investigate the reported clinical reactions. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (metallosis) were associated with a mal performance of the implant. The patient impact cannot be determined at this time. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. B5 event description: date of revision surgery corrected from initial report.

Event description:
It was reported that, after a bhr-tha surgery had been performed on (B)(6) 2007, the patient experienced metallosis. The adverse event was solved by doing a revision surgery on (B)(6) 2021. The current health status of the patient is unknown.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2007, the patient experienced metallosis. The adverse event was solved by doing a revision surgery on (B)(6) 2021. The current health status of the patient.

Manufacturer narrative:
Internal complaint reference (B)(4). (B)(6).